Event description:
The dr was unable to insert the iab into the sheath. The sheath kinked. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none from the event-reported 12/4/97. Pt's current status: unk-rpt'd 12/4/97.